Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 593 mg/dl. Customer was hospitalized due to high blood glucose. Customer was treated in the intensive care unit. Customer was wearing insulin pump at the time of hospitalization. Customer did not want to troubleshoot as he only wanted to have insulin pump replaced. Customer states that insulin pump did not alarm nor indicated that anything was wrong, however, customer's blood glucose continued to elevate with insulin pump. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
Cracked reservoir tube lip noted during visual inspection. Pump passed functional test including prime/no delivery, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests.